Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer's insulin pump alarmed button error and had a keypad anomaly. Customer¿s blood glucose was 210 mg/dl at the time of incident. No troubleshooting was performed. Insulin pump is not expected to return for analysis.